Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for femoral trochanteric fracture with the tfna in question. On an unknown date, the surgeon confirmed that cut-out occurred. On (B)(6) 2020, the patient underwent the revision surgery and in the revision, the surgeon removed tfna and performed bha surgery. The surgeon commented that there was no problem about tfna, and the original fracture was unstable which caused the cut-out. No further information is available. This report is for one (1) ti end cap for tfna 5mm extn - sterile. This is report 4 of 4 for (B)(4).